Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for overprime - leak out of patient line was not confirmed due to unavailable sample. The cause is that the patient emergency disconnected and failed to close the clamp on the patient line. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a reload set 203 alarm that occurred on a homcechoice machine during prime. The hp stated she did not close clamps when reloading the cassette. The hp stated she would start over with new supplies as fluid came out of the top of the patient line. There was no patient injury or medical intervention reported.